Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 82 mg/dl at time of incident and also had 400 mg/dl. The customer does not allege pump was over delivering. It was reported that the customer not using the auto mode. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.